Manufacturer narrative:
The vertek arm for the navigation system was returned to the manufacturer for evaluation. Testing found that handle was loose when locked. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative wen to site to test the equipment. Representative reported that a vertek arm was replaced and a system checkout was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by manufacturer for evaluation.

Event description:
A site representative reported that the navigation system vertek arm was loose. There was no patient present at the time of the issue.